Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Can you describe the surgeon initial technique with stratafix symmetric tab? What was the indication for using 3 stratafix symmetric suture during this one patient procedure? Was there any anomaly or issue with the device/ fixation tab prior to use? What tissue was the stratafix symmetric suture used on? What was the condition of the tissue (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Was there any predisposing factor prior to the event (cough, fall, etc)? What is the surgeon opinion as to relationship of the stratafix suture and the dehiscence? Can you describe the appearance of the suture during the second procedure? Was the device fixation tab intact during the second procedure? What are the patient weight, bmi, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6)2017 and suture was used. On post-op day five, the surgeon reported that the patient was brought back to the operating room for a wound dehiscence. The suture appeared to have slipped when the incision was inspected. The surgeon closed the wound with another suture. The patient had at least ten previous surgeries for many reasons. Additional information has been requested.

Manufacturer narrative:
Additional information: patient codes: (B)(4) ¿ surgical intervention